Manufacturer narrative:
The reported event could not be confirmed, because the devices were not returned and not enough information was received. Additional information was requested. Unfortunately further data pertaining to the event could not be provided. The ¿infection complaints ¿ checklist investigator¿ (B)(4) has been completed. For infection complaints expanded investigations were performed to assure that neither the complained device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps (and beyond that) could have caused the event. In the journal, it was also mentioned that: ¿(¿) patients with postsurgical infections (2 in the intraoral group, and 1 in the extraoral group) were successfully managed with localized intraoral incision and drainage, and oral antibiotic therapy in the clinic under local anesthesia. (¿)¿ infection is a known adverse event related to this procedure. It has been documented in the instructions for use associated with this device that this type of adverse event may rather be clinically related than implant related. Although the exact root cause cannot be determined, these are possible root causes according to the risk management file: product contaminated with too much/ wrong germs/ pathogens, chemicals/ 3rd material particles that are not cleanable, allergens/ irritancy agents, pyrogenic agents, cleaning agents, body material, lubrication agents, damaged packaging, wrong usage/ parameter of washing machine/ manual cleaning tool, products not fully disassemled/ cleaned in storage container, wrong/ missing information. The available information for this complaint is not sufficient enough to determine the root cause for the failure mode (infection). During the investigation, there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was discovered while reading a medical journal that 3 patients showed symptoms of an infection post surgery. The surgery was conducted in order to remedy a mandibular fracture. The medical intervention consisted of localized intraoral incision and drainage, and oral antibiotic therapy in the clinic under local anesthesia.

Manufacturer narrative:
Some screws (exact quantity unknown) were discovered to be associated with infections acquired by three separate patients, according to the medical journal from which this information was obtained. The devices are not available for evaluation. If additional information is received it will be reported on a supplemental report. Device may have been discaded as the surgey took place almost 11 years ago

Event description:
It was discovered while reading a medical journal that 3 patients showed symptoms of an infection post surgery. The surgery was conducted in order to remedy a mandibular fracture. The medical intervention consisted of localized intraoral incision and drainage, and oral antibiotic therapy in the clinic under local anesthesia.